Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Pump received power error and unexpected battery power loss due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump had power error detected and the insulin pump turns off completely powers out and put new battery in and then turns off again. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer also stated that the insulin pump passes self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.